Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on (B)(6) 2017, that the insulin pump had a blank display while she was delivering a bolus. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. Customer is a (B)(6)-year-old female and weighs (B)(6) pounds. There was no water damage noted on the insulin pump or the battery compartment. The display did have a crack from being dropped previously. The battery was changed and the display was present; however, the display was very faint. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify missing segment/partial display anomaly due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case, cracked lcd window, cracked belt clip slot and cracked battery tube threads.